Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. It was decided to surgically abandon this lead. Another lead was implanted instead. No further adverse patient effects were reported.